Manufacturer narrative:
The device was returned to olympus for an evaluation. During the evaluation, the reported issue was not confirmed. The balloon was able to be filled up without any leaks. Other findings during the device evaluation include a gap of adhesive on the distal end. The forceps channel port was found with corrosion and the paint on the air/water cylinder and s-cylinder/connector was peeled. The objective lens was found with a scratch and discoloration. The connecting tube was also scratched and had a buckling. The investigation is ongoing, if new information is obtained, a supplemental report will be filed.

Event description:
A user facility reported to olympus that the balloon broke during a procedure on the evis exera ii ultrasound gastrovideoscope. The balloon could not be filled up with air afterwards and the tip was leaking. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "gap of adhesive on the distal end" was presumed to have been due to stress, handling of the device, or other factors. The suggested phenomenon of "balloon broke" was unable to be reproduced - therefore no presumable cause could be established. The instructions for use (IFU) states the following regarding preparation and inspection of the device: "ultrasound gastrovideoscope gf-uct180: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.